Event description:
It was reported that the patient¿s blood glucose was high at 437 mg/dl after the patient disconnected from the ilet for approximately three hours and did not reconnect the infusion set while delaying a supply change, consistent with use error related to infusion set management and therapy interruption. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included case review with patient education regarding prompt reconnection and proper infusion set and cartridge management. Investigation of this case revealed interruption of insulin delivery due to the patient not reconnecting the infusion set after disconnecting, with the device itself not exhibiting alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error resulting in interrupted insulin delivery.